Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported multiple cases experienced questionable readings when using analyzer. Unit was giving reading errors during the surgery. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system. The aberrometer was cleaned and it was confirmed that the system was found to meet specifications. Based on assessment, the product met specifications at the time of release. The reported event was confirmed and the issue was resolved after the aberrometer was cleaned. The focus camera and the light emitting diode (led) are exposed on the aberrometer and require cleaning over time and with normal use. The focus camera and led cleanliness may impact the aberrometer¿s ability to provide accurate measurements. Instructions for routine cleaning of the aberrometer is outlined within the ora operator¿s manual. The root cause of the reported event can be attributed to user cleaning of the focus camera and leds. (B)(4).